Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump immediately alarmed a flashing medtronic logo once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image). Test p-cap and reservoir locks properly into the reservoir compartment. Unable to download pump history files and traces using thump software due to flashing medtronic logo. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and serial number label missing. Flashing medtronic logo was confirmed and noted during testing due to moisture damage on electronic assembly. Moisture damage was noted found on the battery tube, electronic assembly, motor, force sensor, and battery tube. Unable to download pump history files and traces was confirmed due to flashing medtronic logo. Unable to verify customer's complaint for high bg's. Battery cap contact missing was confirmed during visual inspection. Cosmetic damage was confirmed at the back. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported the insulin pump had a physical damage. The customer reported blood glucose value of 482 mg/dl. The customer reported hyperglycemia was treated with manual injection/insulin pen. The event involved product mmt-1886. Troubleshooting was performed for cosmetic damage and not performed for hyperglycemia. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported low blood glucose event. It was unknown whether the customer used the smartguard/auto mode of the insulin pump. There was no damage to the retainer ring. No further patient complications were reported. The customer discontinued to use of the device, mmt-1886 was requested and customer response was the device returned.